Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® fx 10mg 8mg plus blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: incorrect filling of the tubes - there is a lack of vacuum.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® fx 10mg 8mg plus blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: incorrect filling of the tubes - there is a lack of vacuum.